Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from connector. There was no report of patient impact. The following information was provided by the initial reporter: "can you provide some insight (or point me to someone who can assist) on an issue we're having? All of a sudden our spiros caps are not connecting well to the bd alaris 2420-0007 set. The luer lock spinner winds back and comes lose on the primary tubing so we're thinking it's a bd tubing issue. Have you heard of compatibility problems with this combo? Appreciate your help"